Event description:
As reported, the device button of an exoseal vascular closure device (vcd) would not depress. The product was unable to be deployed in the patient, so manual compression was held instead for hemostasis. No adverse patient events occurred. This physician has been using exoseal for years. The physician had achieved certification on the use of vcd. The approach used in the procedure, whether antegrade or retrograde, is unknown. There were no visible signs of device or package damage prior to use. The specific catheter sheath introducer used, including lot and catalog numbers, is unknown. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. Additionally, the target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vcd use. The vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to a solid black color. When an attempt was made to depress the button, it would not depress at all and was completely locked out despite the proper technique. At this time, the indicator window was showing solid black, and no red color was observed during retraction. The device is not being returned for evaluation as it was discarded.

Manufacturer narrative:
As reported, the device button of an exoseal vascular closure device (vcd) would not depress. The product was unable to be deployed in the patient, so manual compression was held instead for hemostasis. No adverse patient events occurred. This physician has been using exoseal for years. The physician had achieved certification on the use of vcd. The approach used in the procedure, whether antegrade or retrograde, is unknown. There were no visible signs of device or package damage prior to use. The specific catheter sheath introducer used, including lot and catalog numbers, is unknown. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. Additionally, the target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vcd use. The vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to a solid black color. When an attempt was made to depress the button, it would not depress at all and was completely locked out despite the proper technique. At this time, the indicator window was showing solid black, and no red color was observed during retraction. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " deployment lever (button) frozen/locked" could not be confirmed. Based on the very limited device information available, the cause of the reported event cannot be determined. Procedural and/or handling factors may have been contributing factors to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. No preventative or corrective actions will be taken at this time.